Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned and a kink in the cannula was confirmed. The root cause of the low flow was determined to be a cannula kink as confirmed through the clinical account. The cause of the cannula kink was most likely a result of improper positioning and technique while removing the peel away sheath. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that impella cannula was found kinking, which in turn reduced flows with a possible pump stop that occurred during use of the device. The pump was removed and replaced with no harm to the patient.